Manufacturer narrative:
(B)(4). Covidien is attempting to collect sample for failure analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
The device was not returned. A covidien investigation found no evidence of issues during the manufacturing process of the component. The root cause is not related to manufacturing process. There are manufacturing controls in place to detect this defect. (B)(4).

Event description:
Covidien received a report the inner cannula of the tracheal tube comes off sometimes. Covidien is attempting to gather further details associated to the circumstances of this report. Investigation efforts are ongoing.